Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was no longer working, and it had fluid loss. The device was removed and replaced. No further patient complications were reported.